Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed from a review of the pcu event logs. The pcu event log showed the suspect pump module was last programmed to infuse fentanyl 2500mcg/100ml (drugid 164) at 1ml/hr. The infusion was restored and started at 9:02 am on (B)(6) 2017. The infusion ran at 1ml/hr until 9:16 pm when the dose was changed to 50mcg, which made the rate 2ml/hr. During the infusion, 3 bolus doses of 25mcg and 3 bolus doses of 50mcg were administered. The infusion ran at 2ml/hr and continued until 4:12 am on (B)(6) 2017 when the device was channeled off. The recorded volume infused was 35.19ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for evaluation. The root cause of the overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported a fentanyl infusion of 100 ml was programmed to deliver a 2 ml bolus followed by a continuous infusion at 1 ml/hr. However, the 100 ml bag was found empty 5-hours after the infusion was started. After speaking with the nurse, the customer alleged the IV bag was spiked incorrectly and the medication dripped out of the bag. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn started an infusion of 100ml of fentanyl to infuse at 2ml/hr with a 1ml bolus to start at the beginning. Within 5 hours the bag was noted to be empty. There was no report of patient harm.